Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. On (B)(6) 2024, it was reported that patient faced infusion set leakage at site events. The blood glucose level was reported 300 mg/dl. No further information available.